Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware of the correct explantation date. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this 7713333 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomatia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female underwent primary breast augmentation with 535cc mentor memorygel breast implants and experienced baker grade iii capsular contracture on the left side and anisomastia on the right side postoperatively. As a result, the patient underwent bilateral device removal on( B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
On september 19, 20224, mentor became aware that the date of surgery was (B)(6) 2020. Field d6b have been updated accordingly. This supplemental report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).